Manufacturer narrative:
The lead was returned for patient death. As received, a partial lead (only connector portion) was returned in one piece. Final analysis found no anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-42266. Related manufacturer reference number: 2017865-2023-42267. It was reported that the patient deceased due to multi-organ failure and non-ischemic cardiomyopathy, however there were no known allegations that the patient's death was caused or contributed to the implantable cardioverter defibrillator system.